Event description:
A physician reported a pt who rec'd her first treatment on 7/28/97 into the vertical lines around the lip, corners of mouth, and nasolabial folds. On 8/4/97 the pt was seen with redness at the corner of the mouth; the other sites were asymptomatic. The exact date of onset was unk. The physician instructed the pt to apply a mixture of water and alcohol topically to the involved area; she also instructed the pt to massage the area. On 8/11/97 the symptoms were much improved. On 9/3/97 the pt was seen with a reddened blistery area at the corner of the mouth. The physician instructed the pt to apply an over the counter steroid cream. On 9/9/97 there were multiple little lumps and redness at the left corner of the mouth and 2 distinct large lumps at the right corner of the mouth. The physician instructed the pt to massage the areas and apply topical cortaid. The nasolabial folds and test site remained asymptomatic. On 9/18/97 the pt called to report that with the high humidity, she had been sweating and the symptoms flared. The physician planned to prescribe topical temovate cream and oral benadryl at night. The physician believed that the pt had developed a hypersensitivity. On 10/7/97 the test site was "firey red", and the glabella and nasolabial folds were lumpy and red. The physician considered prescribing a course of oral depomedrol.